Event description:
Caller reported compact plus system blood glucose results of 21 mg/dl, 22 mg/dl, and 9 mg/dl, within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).